Manufacturer narrative:
Product event summary: analysis confirmed the reported event; during start up a programmer error appeared. When trying to start up the artifact program the programmer gave a system error. Both errors were mpu (main processor unit) printed circuit board assembly related errors; lem (link electronic module)/mpu board spacer was found broken. Analysis also found there was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner; touchscreen (bezel) was worn. Both cord bay latches, keyboard base front latch, upper and lower plastic handle, and both rear display cover latches were broken. The printer didn't print. It was noted there was a cut in the cable from stylus and the overall shielding was visible but the stylus was working correctly.

Event description:
It was reported there was a serious programmer problem. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.